Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. There were no abnormal noise heard at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled and it was found that there was a cracked internal component. Inspection of the internal components found the closure indicator was broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of the sound heard from the blade tip and the device did not coagulate properly after the device was cleaned with physiological saline. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic gastrectomy, a shoo sound was heard from the blade tip and the device did not coagulate properly after the device was cleaned with physiological saline. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.